Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer addressed the high blood glucose by administering a correction injection through multiple daily injections (mdi) and did not require assistance from a third party. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.